Event description:
A doctor contacted (B)(4) regarding a leak from a titanium adaptor, during use. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak from a titanium adaptor was not confirmed and the root cause could not be determined. A sample was received for evaluation and no problems were found during visual inspection or functional testing.